Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the sales rep, a microsensor read progressively lower numbers. It read "55" when placed in water upon explant.

Manufacturer narrative:
The sensor was returned and evaluated by the supplier. A review of quality records found that the component met all manufacturing and quality testing/inspection specifications prior to distribution. After balancing the sensor the device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. The sensor functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.